Manufacturer narrative:
Investigation/analysis: the endoscope was not returned to olympus for investigation. Therefore, olympus cannot conclusively determine what caused the user's experience. If the endoscope is returned, and further significant is found, a supplemental report will follow. This report is being filed as an MDR in an excess of caution until further information is obtained from the hospital.

Event description:
The hospital reported the endoscope and the patient's sample both tested positive for mycobacterium avium (m-avium). The endoscope had been previously involved in a similar incident where both the endoscope and patient samples had tested positive for the same genetic strain of m-avium and was subsequently sent out for repair. The hospital reported they were unsure if the endoscope had been sent back to olympus or a third party for repair. The hospital reported the endoscope had failed the pressure test. The endoscope was repaired, sent back to the hospital and put into rotation. The hospital reported soon after the endoscope was put back into rotation, the patient's sample tested positive for m-avium. The scope was taken out of rotation and microbially tested positive for m-vium. The hospital has not yet received the results of the microbiology test to determine if the endoscope and patient sample are from the same genetic strain. The hospital reported the patient did not grow m-avium in their blood, but were given antibiotics as a precautionary measure. To date, the patient has not exhibited any signs or symptoms of m-avium infecton.